Event description:
The balloon was inflated during a procedure and upon deflation, it would not deflate. The device was inflated to 12 psi. Deflation was achieved via balloon rupture with subsequent removal through the guiding sheath. The pt's vital signs were stable.